Event description:
The customer contact reported a separation. The tubing set was connected to an unspecified stopcock and was being used to deliver an unspecified medication. The customer contact reported that minutes after the delivery was started, the nurse attempted to change where the tubing was inserted and noted a wrong spot. No specific details were provided. At this time, it was reported that it was noted that the tubing of the tubing set had separated at the luer lock distal end of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.